Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with a non-(B)(6) rv lead, inappropriately delivered six bursts of anti-tachycardia pacing (atp) and three shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, rv lead fracture was suspected due to high out-of-range pace impedance measurements greater than 3,000 ohms since (B)(6) 2024. There was some lead noise consistent with the out-of-range pace impedance measurements and rv non-capture at maximum outputs. The field representative will discuss next steps with the nurse and physician. This rv lead remains in service at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).